Manufacturer narrative:
During maintenance it was reported that p-external is not reading. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The device was but on tests for ten days. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no malfunction could be confirmed on the date of event. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up) - disturbed (emi) pressure sensor, ,- defibrillator system , - laser scalpel, - rf system, - connection of non-capatible senor, - response time is too long, - positive or negative pressure beyond specification (release of tubes), - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2014-08-14. The review of the non-conformities has been performed on 2024-04-16 for the period of 2014-08-14 to 2024-04-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "p-external is not reading" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-04-05 till 2024-04-05). The complaint was deemed as reportable as a pressure failure is a potential risk for a patient. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
It was reported that p-external is not reading during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).